Event description:
It was reported that pump display showed black screen with red and green pixels, which prevented customer from using pump. There was no adverse impact to the customer's blood glucose level. Customer used backup insulin pump, and technical support arranged replacement pump under warranty, instructed caller to place affected pump in storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid label.